Event description:
It was reported that during an unk procedure, the trocar sleeve broke out when the surgeon inserted through the abdominal wall. It is not noted how the case was completed. There was no reported pt consequence.